Event description:
It was reported that the internal hex of the implant (tsv6b13) felt like it was going to strip. Another implant was placed at tooth location 30. There was no report of patient injury or harm.

Manufacturer narrative:
This report is being submitted to relay additional information: the following sections are being reported: b5: it was reported that the internal hex of the implant (tsv6b13) felt like it was going to strip. Another implant was placed at tooth location 30. There was no report of patient injury or harm. D4: expiration date: 31 may 2022 UDI: (B)(4) g4: 23 may 2019 g7: follow up h1: malfunction h: 30 may 2017 the reported device was received for evaluation. Functional testing to recreate the reported event was performed with an in-house implant mount. The mount was able to thread and seat into the implant without issue. The reported condition of a stripped internal hex of the implant could not be confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was completed for the reported device lot number for similar events. No other complaint was identified. A definitive root cause for the reported event could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay corrected information. B5: it was reported that the internal hex of the implant (tsv6b13) felt like it was going to strip. Another implant was placed at tooth location 30. There was no report of patient injury or harm. G4: 23 may 2019.

Event description:
It was reported that the internal hex of the implant (tsv6b13) felt like it was going to strip. Another implant was placed at tooth location 30. There was no report of patient injury or harm.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint number (B)(4). Information not provided. PMA/510k: k011028/k013227. Information available upon investigation. A supplemental report will be submitted if additional information which requires reporting is received or when investigation of the reported device is complete.

Event description:
It was reported that the internal hex of the implant (tsv6b13) felt like it was going to strip. Another implant was placed at tooth location 30. There was no report of patient injury or harm.